Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27may2020.

Event description:
The customer reported a defective blower assembly. The device was not being used for treatment and there was no patient involvement or harm when the reported event occurred.

Manufacturer narrative:
(B)(6) 2020. Date of report : (B)(6) 2020. The customer was sent a blower assembly and fan guard filter, and retainer to address the reported issue. Multiple attempts were made to contact the customer for additional information about the event, and if the device was returned to use were provided but have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.